Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of the patient's data by the field representative found that after the patient finished riding his bicycle, the minute ventilation (mv) feature dropped off while his heart rate continued to stay high. Boston scientific technical services (ts) was consulted and discussed that the device has a baseline freeze which will suspend the mv baseline for up to four and a half hours. At that point, the device will then release the freeze and it may be possible that the mv short term average starts to increase and get close to the long term average. If this occurs, the patient's heart rate may drop. Ts stated that they could consider having the patient stop activity for about 10 minutes every two to two and a half hours to allow the mv to come back down and then patient can restart activity. The field representative was going to discuss the option with the patient's physician. No adverse patient effects were reported.